Manufacturer narrative:
The pump passed the full functional test including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. No unexpected pump error 4 and pump error 25 noted on history file. Power management parameters graph confirmed the unloaded and loaded voltage was within spec range. The pump was received with missing retainer ring, missing reservoir tube o-ring, scratched case and missing serial number label j. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for pump errors. The customer's blood glucose level was reported to be 142 mg/dl. It was reported that the pump would be replaced and returned for analysis.